Manufacturer narrative:
The blood oxygen probe (spo2 sensor) was found faulty and it was replaced by the hospital equipment department to resolve the problem. The device was operational after the spo2 sensor was replaced. The defective spo2 sensor was from philips and its part number was asked, but was not provided from the customer. Based on the information available and the testing conducted, the cause of the reported problem was spo2 sensor malfunction. The reported problem was confirmed. E1: (B)(6).

Event description:
The customer reported that pulse rate displayed on efficia cm12 was higher than the actual pulse rate. The authorized service provider confirmed that only the displayed pulse rate was higher than the actual pulse rate and the measured spo2 result was normal. The device returned to normal after the hospital equipment department replaced the blood oxygen probe (spo2 sensor). The device was in use at time of event, there was no adverse event reported.